Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited noise through transmission via merlin.net. The patient was not symptomatic, also noted was low impedance. The lead was explanted successfully and the system was upgraded. The patient was doing fine post procedure.